Event description:
The customer reported that the system made a popping noise and shut down without command. There is no reported of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were regreased. The system was then found to be operating as intended.